Event description:
Pt was notified that the angiomat 6000, during a ptca procedure was involved in an air injection which resulted in severe neurological damage. The notification was in the form of a letter. In the interim of waiting for this additional information, which never came, product MDR was not filed with the FDA. In august 2005, director of corporate product monitoring received a fax from the product monitoring group. They therefore began investigating the original letter sent in june 2004. They discovered the information stated above. The issue has been resolved with the healthcare inspectorate.